Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this lead was confirmed. The guidewire was returned stuck in the lead due to dried blood/body fluid along with the guidewire coating, bunched up inside the lumen.

Event description:
Boston scientific received information that left ventricular (lv) lead was not successfully implanted due to damage on lead body. The wire was unable to give desired support for positioning. Additional information indicated that the wire became sticky which made hard to retain placement. This lv lead was never in service. No adverse patient effects were reported.